Event description:
The customer reported that the system malfunctioned where the system does not generate x ray when needed.

Manufacturer narrative:
(Conclusions): the customer reported that the system malfunctioned where the system does not generate x ray when needed. The problem was solved by replacing the defective x ray tube. Exact root cause is unknown. The replacement of this x ray tube, which might have contributed or caused the reported problem and which therefore are suspect, has solved the problem. This component has no exceptional or increased failure rates. It cannot be prevented that system components become defective. Failure rates and reliability of components are monitored. Therefore, risk to patient remains acceptable. (B)(4).